Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The catheter was damaged during use. The catheter shaft was bent and kinked throughout and showed a spiral slit. The catheter was broken in half at 8cm.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high impedance and the patient was experiencing diaphragmatic and nerve stimulation. The lead was explanted and replaced. While slitting the guide catheter from the new lead, the hub and a portion of the catheter broke off. The physician cut a portion of the catheter with scissors and was able to use the slitting tool to slit the remainder. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.